Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
Material no: 309585 batch no: 0053070. It was reported that before use of the syringe 3ml ll the syringes were received without expiration. The following information was provided by the initial reporter: there have been having multiple instances of not having an expiration date on their flush syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309585 batch no: 0053070. It was reported that before use of the syringe 3ml ll the syringes were received without expiration. The following information was provided by the initial reporter: there have been multiple instances of not having an expiration date on their flush syringes.